Manufacturer narrative:
The reported event of could not tighten setscrew to fix the lead was confirmed. Analysis revealed both setscrews were not being properly tightened during the implant procedure. Analysis found the wrench was being incorrectly inserted into both setscrews. Correct and full wrench insertion is needed to properly tighten the setscrews. No anomalies were found with the device. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that during the initial implant procedure, the set screw of the device was unable to be tightened. The device was explanted and replaced to resolve the event. The patient was in stable condition.